Event description:
Caller reported advantage blood glucose results of 323 mg/dl, 123 mg/dl, and 322 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.